Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported being diagnosed with a neurological disease and a connective tissue disease. No treatment noted. Device remains implanted. Upon review, these events have been ruled out. There is no complaint against the device. This file is for the left side. Healthcare professional later reported a capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5

Event description:
Healthcare professional, later reported. The baker grade to be IV.